Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-catheter-(twist, bent, kinked): the cause of pd-catheter-(twist, bent, kinked) most likely is determined to be patient condition related due tortuosity vessels condition. Failure to advance: the cause of the adverse event failure to advance most likely is determined to be patient condition related due tortuosity vessels condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the surgeon placing axillary 5.5 pump and having difficulty placing device just after exiting the graft. Then bend in the vasculature was difficult to push the pump past and the surgeon was forceful with the pump and 0.018¿ placement wire. While attempting placement, the placement wire had developed a bend mid-shaft, as well as the catheter kinking, with the surgeon stating the catheter had ¿ripped like someone had taken a knife to it.¿ the impella catheter was thrown off the field and was taken in order for the engineering department to identify causality of the possible catheter malfunction. The device was replaced and there was no patient harm. This report is for the pump and additional report will be sent for the guidewire (lot number 8854091).